Event description:
Customer called to report the insulin pump alarmed after a battery change. Blood glucose reading was 171 mg/dl. The customer stated the insulin pump was not stored or not in use for an extended period of time prior to the alarms. Advised that the insulin pump experienced an unexpected restart. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).